Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A nurse and customer's mother reported the adc meter was reading lower than the hcp meter when they compared a reading of 139 mg/dl (adc) to 177 mg/dl (hcp). The caller further reported the customer obtained a reading around 130mg/dl-140mg/dl on their adc meter and self-treated with insulin at that time. The customer reportedly experienced dizziness and symptoms of high blood glucose and self-presented to a healthcare facility where she was diagnosed with hyperglycemia and dka (diabetic ketoacidosis) and treated with potassium. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1177346) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.